Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient had passed out and was then intubated in the coronary care unit. During this time, the patient experienced several appropriate high voltage therapies from their implantable defibrillator. Upon review of the stored electrograms, events of undersensing, decreased high voltage sensitivity and failure to convert rhythm were observed. The patient¿s family withdrew care and the patient expired on (B)(6) 2017. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
This report is to correct initial MDR. "Product problem (e.g., defects/malfunctions)" was wrongfully checked in initial report.